Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 1 should have been listed as 03may2024.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6 . Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) . Shell thickness within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.